Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Blow fuses 11 and 12 were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the line power led's were not on. The fuses were replaced to resolve the issue. There was no patient present when this issue was identified.